Event description:
It was reported that prior to an unknown procedure, after setting up the harmonic system with ace36p, the staff was encountering a malfunction upon testing. Troubleshooting was unsuccessful and another blade was opened and it worked fine. Procedure proceeded as planned. No pt consequence.

Manufacturer narrative:
Evaluation summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. The batch history records were reviewed with no anomalies noted during the manufacturing process.